Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process, ensuring the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.